Manufacturer narrative:
Additional information was received on 31-jan-2006 from the physician. The pt's medical history was significant for 7 years of severe osteoarthritis with joint narrowing and osteophytes, knee effusion, and treatment with steroids, nsaids and synvisc. It was reported that the pt received three injections of synvisc into the left knee. After the second synvisc injection, the pt experienced an erythematous area 3 x 2 centimeters in size around the injection site. After the second synvisc injection, the pt experienced knee swelling, which was treated with a celestone (betamethasone) injection. It was reported that synovial fluid aspirated from the knee and sent for culture was negative. At the time of this report, the events of erythematous area around injection site and knee swelling had resolved.

Event description:
Knee swelling, erythematous area around injection site, knee effusion. Information was received on 24-jan-2007 from a physician via a nurse regarding a pt (age, sex an initials unk) with an unk medical history, who experienced red circular area on knee, inflamed area on knee and swelling on knee. The pt began treatment with synvisc on an unk date. The pt received an unk number of injections of synvisc into unk knee (s) on unk date(s). On an unk date, the pt experienced a red circular, inflamed area with swelling around the injection site on the treated knee. Additional information was not available. At the time of this report, the pt's outcome was unk.